Event description:
As reported by the field, during a stent assist coil embolization for an anterior communicating artery-wide neck aneurysm, during the placement of an enterprise2 4mmx30mm no tip intracranial stent (enc403000, 6572098) became stuck in the prowler select plus 150/5cm microcatheter (606s255x, 30723358). As a result, the user was challenged in deploying the stent and had to remove all devices back. Another enterpise2 and a new prowler select plus was used to complete the case successfully. The surgery was prolonged by 10 minutes due to the event.

Manufacturer narrative:
Product complaint pc-(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00113. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that no other devices were used with the same microcatheter prior to the encountered resistance. No damages were noted on the microcatheter (mc) during manipulation of the coil or noticed to be damaged upon removal from the patient. There was no noted damage to the enterprise stent. A continuous flush on the microcatheter was maintained. The introducer was fully seated and secured in the hub. Initially, they were able to torque the device, however, later it became stuck. There was no evidence of physical material within the device. The resistance was felt at the distal tip. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization for an anterior communicating artery-wide neck aneurysm, during the placement of an enterprise2 4mmx30mm no tip intracranial stent (enc403000, 6572098) became stuck in the prowler select plus 150/5cm microcatheter (606s255x, 30723358). As a result, the user was challenged in deploying the stent and had to remove all devices back. Another enterpise2 of the same size and a new prowler select plus was used to complete the case successfully. The surgery was prolonged by 10 minutes due to the event. Additional information received indicated that no other devices were used with the same microcatheter prior to the encountered resistance. No damages were noted on the microcatheter (mc) during manipulation of the coil or noticed to be damaged upon removal from the patient. There was no noted damage to the enterprise stent. A continuous flush on the microcatheter was maintained. The introducer was fully seated and secured in the hub. Initially, they were able to torque the device, however, later it became stuck. There was no evidence of physical material within the device. The resistance was felt at the distal tip. A non-sterile enterprise2 4mmx30mm no tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and the delivery wire was found already 145 cm inside the microcatheter. The introducer was seated at the luer hub as well, and the delivery wire could not advanced nor retracted from the introducer and microcatheter. After the delivery wire was measured, it was suspected that the stent component could have been stuck at 4.5 cm from the distal tip of the microcatheter. A dissection was performed, and the stent component was found. A microscopical inspection was performed on the stent, and one strut was found broken, and its cell was found folded around itself. No other damages were observed on the stent. The introducer was inspected under magnification, and stress marks were noted along the tip. The introducer was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The issue reported regarding the stent being impeded in the microcatheter was confirmed due to the finding mentioned above. The issues regarding the inability to retract the stent could be related to the broken strut creating resistance between the stent and the microcatheter; however, the exact time of the damage of the strut cannot be determined, and the root cause of this failure remains unknown. The stress marks noted on the introducer could have been related to excessive force applied during the manipulation and torqueing of the device due to the resistance reported; however, this remains speculative. It is possible that an adequate flush had not been done; without an adequate flush, issues such as resistance between the stent and the microcatheter can arise. Other factors not described within the information provided may have contributed to the issue encountered. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.